Event description:
The account reported an axsym ethyl alcohol result of 0 mg/dl. The result was questioned by the physician. A repeat was performed and a result of >300 mg/dl was obtained. An amended report was generated. Pt treatment was not impacted. No report of injury.